Event description:
Post a laparoscopic adjustable gastric band procedure, pt presented for an unscheduled visit due to port pain. An exam revealed wound seroma without any undue inflammation or signs of infection. The surgeon elected not to treat pt due to pt being relatively asymptomatic and I did not want to risk introduction of infection. At one month visit in 2009, pt had an increase in inflammation and pain at site. The wound was aspirated and 35 cc of straw colored fluid with a mild cloudiness was obtained and sent for culture. Pt started on augmentin and flagyl empirically while awaiting for culture results. At about 4 days later, pt returned to office with markedly increased redness and swelling at the port site. There was 60 cc of purulent fluid drained. Wound culture was negative growth at 72 hrs. Surgical findings revealed an infection at the port site and at the band. The entire system was removed. She will be medically managed.

Manufacturer narrative:
Info anticipated, but unavailable at this time.